Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead returned and analyzed. No anomalies found. All conductors stretched, outer insulation breached cut and cosmetic depression, and visual analysis performed only. (B)(4) proximal segment of the lead returned and analyzed. No anomalies found. Proximal conductor stretched, outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only. (B)(4) proximal segment of the lead returned and analyzed. No anomalies found. All conductors stretched, outer insulation cosmetic depression, apparent explant damage, and visual analysis performed only.

Event description:
It was reported the patient died on (B)(6) 2009 approximately four months after device and lead replacement. The cause of death has been requested and not received.

Event description:
It was reported the patient died approximately four months after device and lead replacement. The cause of death has been requested and not received. Based on follow-up received, the patient declined aggressive treatment in the hospital and was admitted into hospice care with a diagnosis of congestive heart failure. The patient was dyspneic and distressed. Implantable cardiovertor defibrillator therapies were turned off ten days prior to the patient's death. Pacemaker therapies remained on. There is no allegation from a health care professional that the patient's death was device and/or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors stretched, outer insulation breached cut and cosmetic depression, and visual analysis was performed. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. Proximal conductor stretched, outer insulation cosmetic depression, apparent explant damage, and visual analysis was performed. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors stretched, outer insulation cosmetic depression, apparent explant damage, and visual analysis was performed.